Event description:
It was reported that cgm displayed error 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session.